Event description:
It was reported that, during a procedure "several years ago (the exact date was unknown)," the "long wire" was left in the patient's body. The "wire" was not removed at that time as it was "implanted too deep." The patient was "almost crippled," had difficulty walking, and required the use of a wheelchair/walker. It was necessary for the patient to sit down "every five minutes." Every time the patient moved, the "wire" caused bleeding to occur. It was noted that the patient had preexisting psychiatric "issues" and a hearing problem that caused the amplification of ordinary voices. The patient experience "memory issues" as a result of not taking an unspecified medication in anticipation of an upcoming hearing examination. The patient also experienced a headache on the date of this report. Additional information was requested but not available as of the date of this report. A follow-up report will be fil ed if additional information becomes available.

Manufacturer narrative:
Lead model 3093 lot# v309454 implanted: (B)(6) 2009 explanted: na; programmer model 3037 lot# njd094480n.